Event description:
The complainant reported that the clinicians were preparing to perform the implant of a stretch vl flexima ureteral stent with hydro plus coating during an extracorporeal shock wave lithotripsy (eswl) procedure on a patient. During this preparation, when the stent was removed from the packaging, the string was pulled off the stent and the coil completely broke off the stent. The clinicians then obtained another stretch vl flexima ureteral stent with hydro plus coating and successfully completed the patient procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received for analysis, but the device evaluation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).